Manufacturer narrative:
(B)(4)

Event description:
It was reported that myopotential inhibition on the ICD was observed. Review of the egm showed low level, high frequency noise that led to inhibition of pacing. Programming changes were recommended. Patient will be monitored with routine follow-up. No further information available.